Event description:
A bipap a30 device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, a ventilator inoperative error code was found in the device's error log stating defective eeprom. The service technician states that the printed circuit assembly (pca) board needs to be replaced to resolve the error. Additionally, the device was visually inspected, and no foam particles were observed. The device will be scrapped as per customer request.

Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU.